Event description:
The customer reported via phone call that they were dispatched through emergency medical services and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customers blood glucose was 350 mg/dl at the time of incident. The customer's current blood glucose was 344 mg/dl. The customer did experience the symptoms such as confusion, feeling sick/unwell, flu-like, headache, vomiting and diarrhea. The customer treated high blood glucose with insulin drip. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.